Event description:
Procedure type: lower anterior resection. According to the reporter: the device used to resect, then a different stapler was inserted from anus, but the devices sutured line was snapped. The surgeon had to resect more tissue than what was originally planned due to the product problem. Anastomosis was done properly. The user is not sure which stapled line was snapped. Oozing occurred.

Manufacturer narrative:
(B)(4).